Event description:
The device interrogation was on (B)(6) 2011. The event resulted in in-patient or prolonged hospitalization. The device was disposed of according to biohazard instructions.

Event description:
An eos (end-of service) pump replacement was reported with eri (elective replacement indicator) of 12 months. There were no signs or symptoms experienced by the patient; however the seriousness of the event was noted as 'resulted in in-patient hospitalization'. Drug delivered was gablofen 2000mcg/ml. It was later reported that patient was admitted to the hospital on 2011-(B)(6) for pump replacement due to expected end of life battery. Upon making the incision, the healthcare provider (hcp) noted that 2 cm above the connector and pump site the catheter appeared to be severed. It was unknown if this occurred prior to or during manipulation of the pump for replacement. The old connector was removed and a new sutureless connector was spliced onto the existing catheter. After priming the pump, the patient was restarted at the previous infusion rate, gablofen 2000 mcg/ml at 265.1 mcg/day. The patient was admitted for observation. The 2cm segment of catheter was received for analysis. Outcome was noted as no injury, recovered without sequelae. The daily dose of gablofen 2000mcg was later noted as 96mcg.

Manufacturer narrative:
Catheter model 8711, lot# j10950r13, implanted: 2002-(B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the catheter segment revealed the catheter body was broken. The end of the returned segment had a jagged appearance along with an oval shape to the lumen. It was unclear if the actual break occurred while implanted or if it occurred as the pump and catheter were being handled during the explant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.